Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the device had an electrical reset. It was noted that the reason for the reset was unknown and the patient has not received any radiation therapy. It was indicated the device functioned normal after the reset and remains in use. No patient complications have been reported as a result of this event.